Manufacturer narrative:
Problem was noted prior to use. No risk to patient health. Initial actions: (B)(4). Training on line clearing was not clearly communicated. Identified all affected product (10 total items). Hhe and decision tree was completed. Issued CAPA(B)(4). Remedial actions/corrective action/preventive action: add additional printing capabilities to alleviate space constraints in finished goods room. Update processing international work orders to include specific instructions on maintaining lot segregation when packaging items from loaner room. Identify and train to label inspection procedure, and processing international work orders. Added final inspection to international fulfillment before sending to international request. Actions have been completed.

Event description:
Piece was packaged / labeled as: catalog #: 4708-21432mt5, lot #: dbxk description: aleutian titanium an coronal implant 10x32x14 mm - 5&#842;. But actually contained: catalog #: 4708-21332mt5, lot #: acttd description: aleutian titanium an coronal implant 10x32x13 mm - 5&#842;.